Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21mm 11500a inspiris resilia aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of 3 years, 8 months due to unknown reason. Tavr was completed with a 23mm 9755rsltranscatheter valve without any complication with a post gradient of 2mm was recorded via tte.